Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a rupture of the device. Device has been explanted. The affected side is unknown.

Event description:
Physician reported a left side rupture of the device. Healthcare professional later reported capsular contracture baker grade ii. An ultrasound confirmed events. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. In the photos observed two devices, it¿s not labeled for side explanted, one device appear to be intact and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture of the device. Healthcare professional later reported capsular contracture baker grade ii. Device has been explanted and replaced with non-allergan device.

Event description:
Physician reported a rupture of left device and capsular contracture grade ii diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.